Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with diaphragmatic, nerve and chest wall stimulation approximately seven days post implant. Twiddlers syndrome was confirmed by x-ray. Dislodgement was noted on the right ventricular (rv) lead. No capture, no sensing and dislodgement were also noted on the right atrial (ra) lead. The lead had pulled back into the superior vena cava (svc). The rv lead was explanted and replaced and the ra was revised and remains in use. No further patient complications have been reported as a result of this event.